Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed multiple occurrences of power source switching events. The device evaluation confirmed that when the astral device was connected to the main ac power, it was detecting the power source as an external dc power and failed to charge its internal battery. Performance testing found no issues with the internal battery or the power supply unit (psu). Based on all available evidence and previous investigations of similar complaints, it was determined that the device failure to recognize the correct power source was due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the source to be a dc power source. The device was not in use when the fault occurred therefore there was no patient involvement.